Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system would not boot up. There was no patient injury or death reported.